Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for predilation of the lesion. However, upon the first inflation at 4 atmospheres after 3 seconds, leakage of contrast media was observed by fluoroscopy and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.